Event description:
It was reported the leads implanted in the patient's muscle caused spasms. A lack of therapeutic effect was noted as well. It was stated the epidural lumbar lead 'helps, but has less coverage.' It was stated it was only helping the right leg. A lead migration was confirmed via an x-ray taken in (B)(6) 2012. It was stated the healthcare provider was considering a replacement of the epidural lumbar system lead to gain coverage of the left leg. It was noted that no surgery was scheduled as of the date of this report. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3888-45, lot# v304274, implanted: (B)(6) 2009, product type lead; product ID 3888-45, lot# v305665, implanted: (B)(6) 2009, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37752, serial# (B)(4), product type recharger. (B)(4).